Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found the device was in used condition. During the functional testing, the customer reported problem was duplicated. The latch lock optic flex sensor was nonfunctioning. The cause is inoperable latch lock flex sensor. The latch lock flex was replaced.

Event description:
It was reported that there was a cassette not attached error. There was no patient involvement and no patient harm/adverse event reported.